Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch #m9259y. The device was received with the top of the I-blade fractured and slightly lifted. In addition, the cable was cut off. The cable cut off is not related with complaint. Due to the returned condition of the device, no functional testing could be performed with the generator. Therefore, we are unable to investigate further the activation issues. The instrument was disassembled and no evidence was found as to what could have contributed to the activation issues. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the device would work when the jaws were right side up but energy would not activate when upside down. The case was completed using another device of the same product code. There were no patient consequences reported.